Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) is not applicable or relevant due to the device manufactured date of 2015. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was confirmed. Temp check was inserted, and device was powered on. Device liquid crystal display (lcd) was displaying a ?1" when it should be showing 3 digits. Installed known good test board and lcd functioned as intended. Found main printer circuit board (jpcb) to be faulty. The root cause of the reported issue was unable to be determined. No further actions were required.

Event description:
It was reported that a bad liquid crystal display (lcd) was observed. No patient injury was reported.